Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced six infusion sets tubing were leaking at where it connects to body since january. All the infusion sets were in use for less than 24 hours. The blood glucose level at the time of all events were high (specific value unknown) and patient addressed high blood glucose events by taking correction bolus via pump. The patient was hospitalized for high blood glucose event on 3-jan-2024 and was treated with intravenous (IV) and fluids. The patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.